Manufacturer narrative:
Additional information/correction: b5 - description updated. D6 - batch number. D9 - product return. D10- involved components. H3 - evaluation, yes. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: aesculap ag received the product in a used condition. During the comparison of the product with the technical drawing the result was that the ceramic has a crack; it was also noted that a small fragment is missing at the break point. This fragment was not available for examination. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the current information, a clear conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: involved components: pm973r / insulated outer tube 5/5mm 310mm (ag reference no. (B)(4)). Pm450r / handle for bipolar instruments (ag reference no. (B)(4)).

Event description:
It was reported that there was an issue with product pm437r - jaw ins.bip.mini metzenbaum scis.5/310mm. According to the complaint description, part of the insert was chipped. No patient harm or problem in the surgical procedure was noted. Based on negative scan results, the surgeon concluded that the device broke outside the operative field. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.